Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mj8cdqp0 number, and no non-conformances were identified. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure dob: (B)(6) 1983. Wt: (B)(6) at booking of pregnancy. Bmi: 32. Name of index surgical procedure. On what tissue was the suture used? Uterus. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Documented thick upper section, thinner lower segment. Routine entry through old scar. What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? No ¿ consultant confident all was retrieved. Were the needle piece(s) retrieved during the same procedure? Yes. Does the piece/device remain retained in the patient's tissue? No. If the piece(s) were retained, where are the located/in what structure? Please clarify what is meant by ssi? Some pus noted from surgical wound site. Has any medical intervention been provided for the patient¿s ssi (infection)? If yes, please describe. Unknown, presumed antibiotocs. Were cultures performed? If yes, results? Swab: culture mixed growth including organism, light growth of mixed anaerobes (mana), scanty growth of coliform (coli). Will product be returned, return date, tracking information. What is the patient¿s current status? Well but had some wound infections.

Event description:
It was reported that a patient underwent a repeat c-section procedure on (B)(6) 2019 and suture was used. The needle broke into 3 pieces; 2 break points. One near the tip, the other near the swage. The surgeon opines that the pieces were all retrieved from the patient during the procedure. The patient experienced surgical site infection on unknown date with some pus noted from surgical wound site. Cultures were performed and it is presumed the patient was prescribed antibiotics. It is reported that the patient is well but had some wound infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/24/2019. The following additional information was received: the patient demographic info: age, weight, bmi at the time of index procedure age 36, wt: 105kg at booking of pregnancy. Bmi: 32. Name of index surgical procedure. Lower segment caesarean section. On what tissue was the suture used? Uterus. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Documented thick upper section, thinner lower segment. Routine entry through old scar. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? Grasped on the first 1/3 of the needle. Were x-rays performed to localize the needle fragment? No ¿ consultant confident all was retrieved. Were the needle piece(s) retrieved during the same procedure? Yes. Does the piece/device remain retained in the patient's tissue? No. If the piece(s) were retained, where are the located/in what structure? N/a. Please clarify what is meant by ssi? Surgical site infection. Has any medical intervention been provided for the patient¿s ssi (infection)? If yes, please describe. Unknown. Were cultures performed? If yes, results? Swab: culture mixed growth including. Organism 1) light growth of mixed anaerobes (mana). 2) scanty growth of coliform (coli). What is the patient¿s current status? Well now. Additional h3 investigation summary: a suture needle was submitted for evaluation. A fracture was observed at both the tip and in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.